Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46228, duplicates.

Manufacturer narrative:
Additional information received and attached by ICU medical on 31-jan-2022: issues found during testing ? No patient incident. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. No fault found with the device. No repair action required. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.